Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported intermittent audio output. Based on the evaluation, no product deficiency was identified.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Event description:
Consumer reported intermittent out of range signal. The consumer did not report any medical intervention or injuries.